Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the sensor readings were inaccurate. Customer's blood glucose was 130 mg/dl and sensor reading was 60 mg/dl. Customer has also mentioned the customer blood glucose was 65 mg/dl then it was saying 50 mg/dl. Troubleshooting was performed and customer was advised to change the sensor as soon as possible. Customer called back and mentioned the sensor was bent. Customer agreed to return the sensor for analysis.